Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain. The cause of the peritonitis was not reported. The patient presented to the emergency room and 24 hours later the patient was diagnosed and hospitalized for peritonitis. The patient was treated with vancomycin and cefepime (no further details reported) during hospitalization and was discharged eight days after admission. After discharge, the patient was treated with ceftriaxone sodium (1gm every day, for 11 days, route not reported). At the time of this report the patient was recovered from the peritonitis event. Action with pd therapy was not reported. No additional information is available.